Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and solyx sling were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele, cystocele midline, stress urinary incontinence, hemangioma of intra-abdominal structures and flank pain. It was reported that the patient had the concurrent procedures of a cystoscopy and posterior vaginal wall reconstruction with rectocele reduction performed during mesh implantation. No additional information was provided.